Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 11 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the (B)(6) post-approval study that during an orbital atherectomy (oa) treatment procedure, an abrupt closure and macro embolism event occurred post atherectomy. The lesion being treated was located in the sfa, was 100% stenotic, of soft plaque morphology, and 70mm in length with three patent run-off vessels prior to therapy. The sfa lesion was treated with a 2.0mm solid crown oad which was spun at low speed for two runs (31sec, 26sec), at medium speed for two runs (31sec, 21sec), and at high speed for two runs (26sec, 14sec) for a total run time of 2min, 29sec. Soft plaque emboli showered distally causing abrupt closure in the tibial arteries. Angioplasty was then performed with a 5.0x80mm bard ultraverse balloon for 3 inflations at 3atms each for a total inflation time of 6atms. The residual stenosis remained 100% post-pta. An unspecified size bare metal stent was placed and bounding pulses were present at the end of the procedure. No additional info is available regarding this event.